Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 6 fr triple lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed a longitudinal split between the 1 cm and 3 cm depth markers. This split was observed to be mostly straight with even edges, and the fracture surfaces were observed to be mostly flat and granular in texture. The catheter tubing around the area of the split was observed to be flattened slightly, suggesting the damage was likely caused by prolonged and/or excessive compressive forces. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC was found to be leaking 24 hours after insertion on (B)(6) and was removed on the (B)(6). A split was found near the securacath securement device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that PICC was found to be leaking 24 hours after insertion on june 9th and was removed on the 10th of june. A split was found near the securacath securement device. No other information was provided.